Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0c /90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres when inflated for 30 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.